Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse ran the pim test through service diagnostics mode which failed. The fse opened the pim and found traces of blood. The fse replaced the pneumatic module assembly (0997-00-1178). After replacement, the unit stopped pumping while running and showed a low vacuum alarm. The fse performed the all-manifold tests which were okay. The fse crosschecked the motor controller board with another, but the problem persisted. Fse replaced the drive manifold (0104-00-0031) after cross-checking and determining that it was defective. The issue was resolved. The unit passed all functional and safety tests to factory specifications.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed low vacuum error. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.